Event description:
It was reported that the pace impedance of this lead, when connected to a competitor device, was 2800 ohms and the threshold and amplitude were normal. At the competitor device change out, when this rv lead was connected to a pacing system analyzer, the impedance measurement was around 2000 ohms. The ventricular pace rate of the patient was one percent, thus the physician used the lead, as is. When connected to the new device, the impedance was greater than 3000 ohms. The threshold and amplitude were obtained without problems. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.